Event description:
It was reported that the patient experienced unspecified issues with a previous artificial urinary sphincter (aus). The balloon was removed and a new balloon was implanted. The doctor did not indicate exactly why the balloon was being replaced and the balloon was not tested once it was removed.there were no patient adverse effects in relation to this event. No more information is available at the moment, additional information will be provided if it becomes available.